Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated and tighten loose lock screw. Replaced front cover, rear case, lt/rt handle, front/rear door, barrel clamp, lock label, latch module, tube drive, sleeve drive, wiper seal, flange gripper retainer, bottom plate carriage and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 10apr2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to a mechanical failure of the handle. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged, broken lock. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken/ damaged, broken lock. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 10apr2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/ damaged, broken lock. No additional information was provided. There was no patient involvement.